Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011 customer reported that they opened a new box of drug calibrator 1 and found that the level 6 vial had leaked during transit due to the cap being slightly loose. No injuries or exposure were reported. It was decided that an MDR should be filed for this event because drug calibrator 1 contains material of human origin, and upon recur, exposure is potentially infectious.